Event description:
A malfunction alarm with code malf 24 was reported, and the issue could not be reset. There was no adverse impact on the customer's blood glucose level. It was confirmed that the customer's blood glucose did not exceed 500 mg/dl. The faulty pump, which was still under warranty, was scheduled for replacement by cts. The customer was advised to use mdi as a backup therapy to ensure continuous insulin delivery. Instructions were provided for putting the pump into storage mode, and the customer was informed about steps to be taken upon receiving the replacement pump. The customer was also instructed to return the malfunctioning pump to tandem using the provided return box and pre-paid label.